Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. D6b explant date was added. E1 zip code was entered incorrectly on the initial report that was submitted in the . Initial reporter postal code field. The zip code moved to the zip code field and zip code extension was added as it was omitted from the initial report that was submitted. H10 related report numbers were added. This is one of three related reports. This report represents the second pump used, impella 5.5 and other reports were submitted to represent the purge cassette and the first pump used. H11 the pump is not available for return.

Manufacturer narrative:
High purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
D6b: the explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 61-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the purge pressure was in the 500's. The purge flow was 7ml/hr. The physician initiated tissue plasminogen activator (tpa). No change noted in flows or motor current. Tpa was running and there was an air in line alarm. Plan to change the purge cassette. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.0l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa.